Event description:
A consumer's daughter reported that following intraocular lens (iol) implant surgery, her mother "had seen everything with a surreal and electric blue hue". The daughter also reported her mother's distance vision was not as clear as the doctor told her it would be. The daughter stated her mother said her symptoms were improved, but she still sees the blue cast at all times. In a f/u phone call with the surgical coordinator at the surgeon's office, the coordinator reported the surgeon had explained to the pt that her eye and the lens was fine and reassured her that the symptoms would resolve with time. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/29/2010, 11/01/2010, and 11/15/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. Additional information was rec'd in a f/u phone call with the surgeon's office on 10/29/2010. (B)(4).